Event description:
The customer contact reported that during testing at the user facility, it was noted that the device distal pressure sensor pin was broken. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is rec'd, a f/u report will be submitted. Although the device was not returned, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.